Event description:
Incident description - on may 5, 1998 novo nordisk a/s rec'd a novopen 1.5 device from a customer in brazil with a complaint that the pushbutton was impossible/difficult to depress. No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation - on 5/13/98 novo nordisk a/s identified three faults, one of which was "collar on piston rod nut broken off." The pen was exposed to some kind of overload, most likely the pen was dropped as the nut cap (internal pen part) became loose from its seating and other internal pen parts were broken conclusion - the technical failure "collar on piston rod nut broken off" has been evaluated as a reportable malfunction on 5/13/98.